Event description:
It was reported the pt had not used or charged her ipg in at least one year due to becoming pregnant. The ipg will not communicate with external devices. The pt is to consult with her physician regarding undergoing surgical intervention at a later date to address this issue as the next course of action.

Manufacturer narrative:
Add'l recall number - 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.